Manufacturer narrative:
The reported complaint was confirmed. Upon review of the provided photograph, it was noted that the tubing was not pushed past the second barb of the connection and was therefore not all the way on the connection. As a result, this could have caused improper placement of the tie band, causing it to be loose. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: this complaint from the user facility involved an oxygenator and tubing pack that had a blood leak develop at the arterial outlet port and tubing connection that was factory tie-banded. This occurred during cardiopulmonary bypass. There was a loss of blood from a slow drip, but the volume of blood loss was not objectively measurable per the reported information. The oxygenator was not changed out. There was no delay and the surgery was successfully completed. The oxygenator was not returned to the manufacturer for investigation. A picture was shared by the user.

Manufacturer narrative:
The complaint was reported to the manufacturer on 20-nov-2024 and was initially deemed to be not reportable. Although there was no serious patient harm identified, additional information was received on 03-jan-2025 that there was an unknown amount of blood loss from the patient during a pediatric case and therefore this report is being submitted to the appropriate national competent authority.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial tubing at the oxygenator outlet was not properly inserted and the clamp was not tight enough. There was an unknown amount of blood loss during the procedure on a pediatric patient. The surgery was completed successfully. There was no delay, nor adverse consequences to the patient.